Event description:
It was reported that since a few months ago the patient was experiencing incontinence again while using the artificial urinary sphincter (aus). A revision surgery was performed and during the procedure a fluid loss from a hole in the pressure regulating balloon (prb) was identified. The prb was removed and replaced. The patient has fully recovered.

Event description:
It was reported that since a few months ago the patient was experiencing incontinence again while using the artificial urinary sphincter (aus). A revision surgery was performed and during the procedure a fluid loss from a hole in the pressure regulating balloon (prb) was identified. The prb was removed and replaced. The patient has fully recovered.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. It was visually and microscopically examined, and leak tested. A tear was identified proximal to the sphere-adapter junction of the balloon shell. The damage appears to be consistent with material fatigue. Inspection of the remainder of the device revealed no other damage or irregularities. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observation of reoccurring incontinence.